Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was bent at tip and was stuck in the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no motion issues or physical damage was noted. No fragments were reported to have fallen into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was found to have a broken main tube approximately 0.04" from the distal tip. A piece measuring proximately 0.17¿ x 0.09¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.